Manufacturer narrative:
A ge svc rep performed an onsite investigation. The video controller board was evaluated and replaced. The optic cable between bard drive and cine bridge pcb was replaced. The sys software was reloaded. The sys tested and found to be working as intended and returned to service.

Event description:
It was reported that when recording cine the sys would lockup. There was no report of death or serious injury associated with this complaint.